Manufacturer narrative:
The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Although a definitive root cause of the grasping part falling off could not be determined, likely factors causing the issue could have been the following: 1 - an excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. 2 - since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. - should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the grasping part of the thunderbeat broke off. The issue occurred during a therapeutic procedure. The part was found and removed. There was no reported patient harm or impact due to this event.